Event description:
Information received by medtronic indicated that insulin pump alarmed pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). The device was able to pass the following tests: displacement test and self test. Successfully downloaded history files and traces using thump. No pump error 53 occurred during testing. Pump error 53 was present in history download on event date of (B)(6) 2022 11:00 am. Esf# 3961594, file number=32, line number= 265. P-cap was tested and locked into place properly. Insulin pump was cut to perform visual inspection. The device had no physical on the following: electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case. Stained keypad overlay, pillowing keypad overlay. Moisture damage was found. Pump error 53 was confirmed due to hardware error. Moisture damage was detected on pcb1. Additional cosmetic damage was noted on device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.